Manufacturer narrative:
The following patient identifiers are related to each other: (B)(6) (model number enf-vh - rhino-laryngo videoscope: serial number (B)(4)), (B)(6) (model enf-v3 - rhino-laryngo videoscope : serial number (B)(4)), (B)(6) - model gif-n180 - evis exera ii gastrointestinal videoscope : serial number (B)(4)) and (B)(6) (model oer-elite - endoscope reprocessor). When speaking to the olympus endoscopy support specialist (ess), the reprocessing technicians explained this was occurring because the scopes were just ¿expired¿ scopes that needed to rerun and were ¿clean.¿ it was further explained that at this time, there was not a way to scan enf scopes into the elite for the reprocessor to run, which was why the enf scopes were with the gif scope. The endoscopy support specialist (ess) instructed the reprocessing technicians that it was against the elite¿s instructions for use (IFU) to reprocess three (3) scopes at once. Additionally, enf scopes are not compatible to run in the oer-elite with gif scopes. A quote was made for the radio-frequency identification (rfid) tags to be made for the scopes to run in the elite by themselves. Ess relayed this information to the management at the user facility. The ess ensured the scopes that were placed in the elite were re-high-level disinfected (hld) properly. The customer has a back up plan until the rfid tags come in to hld soak in cidex. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The endoscopy support specialist (ess) reported that while performing reprocessing training on the tjf-q190v scope, the ess observed that the customer site was washing three (3) scopes (enf-vh, enf-v3 and gif-n180) in the oer-elite instead of the recommended two (2). There were no reports of patient harm associated with this event.

Manufacturer narrative:
Device available for evaluation - yes was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that there was a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facilities concerned. The event can be detected/prevented by following the instructions for use (IFU) which state: "an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Also included in the IFU is a list of compatible endoscopes/connecting tubes which describes a list of scopes that can be reprocessed at the same time. Olympus will continue to monitor field performance for this device.